Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redw3691 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw3691) have been reported from the same facility.

Event description:
It was reported that the accucath guide wire is bending and coming out the side of the device and is not allowing full retract of the accucath needle. This issue is causing patient vein damage and safety issues for staff and patients. It was stated this occurred twice with lot redw3691. This report addresses the first device.